Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a damaged flex circuit, heat, and damaged locking components. It was further determined that the device failed pretest for visual assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between the 5vdc line and connector body, no short circuit between and sensor grid and connector body, noise assessment, and handpiece temperature assessment. It was noted in the service order that the device had a lever lock defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.